Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31654. It was reported during the lead replacement surgery (3006705815-2020-31652 & 3006705815-2020-31653) the physician was unable to completely remove the lead due to the lead becoming fractured. The lead fragment remains implanted and there are no plans to remove the fragment at this time. Both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.